Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer had issue with the pumps delivery system and sometimes customer did not hear or feel the pump go off with the alert. Customer received no bolus delivered message and have to redo the bolus. No harm requiring medical intervention was reported. The device will not be returned for analysis.